Event description:
(B)(4). This spontaneous case, reported by a consumer via call center, who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown age and origin. The medical history and concomitant medications were not provided. The patient received insulin 25% lispro and 75% lispro protamine suspension (rdna origin) (humalog mix25) cartridge, unknown dose, frequency, route of administration, indication of use and start date. It was reported that patient used one cartridge per week. On (B)(6) 2018, unknown time after starting treatment with insulin 25% lispro and 75% lispro protamine suspension via humapen luxura (lot number unknown), the cartridge of insulin was with a white paste inside that did not dissolve even after homogenization, and after having the insulin administered, it decreased her glycemia a lot and she almost died (as reported). As corrective treatment, the patient received three dessert spoons of honey. The event of glycemia decreased was considered as serious by the company due to medically significant reasons. The patient was using the reported device for about five years. Information regarding outcome of the event or laboratorial exams results was not provided. Therapy was continued. It was unknown who operated the device and if the person was trained. This model of device has been used since unknown period of time and the reported device since 2013. The return status of the device was not expected, since there was no product complaint for it. It was unknown if patient continued to use the reported device. No assessment of relatedness was provided. Edit 09oct2018: upon review, the status of returned of the reported device was corrected from not provided to not expected. Edit 09oct2018: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update 11oct2018: additional information received on 10oct2018 from the initial reporting consumer. Changed action taken of suspect drug from unknown to no change. Updated narrative and correspondent fields accordingly. Update 02nov2018: entered a device specific safety summary (dsss) for the humapen luxura (unknown body type). Updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated (B)(6) 2018 in the describe event or problem field. No further follow-up is planned. Evaluation summary: the reporter stated the patient used the humapen luxura device for about five years (since 2013). There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. It was reported that the device was used for about five years. The user manual states humapen luxura pen has been designed to be used for up to 6 years after first use; however, in the county of brazil the luxura use life has not been updated from 3 to 6 years.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer via call center, who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown age and origin. The medical history and concomitant medications were not provided. The patient received insulin 25% lispro and 75% lispro protamine suspension (rdna origin) (humalog mix25) cartridge, unknown dose, frequency, route of administration, indication of use and start date. It was reported that patient used one cartridge per week. On (B)(6) 2018, unknown time after starting treatment with insulin 25% lispro and 75% lispro protamine suspension via humapen luxura (lot number unknown), the cartridge of insulin was with a white paste inside that did not dissolve even after homogenization, and after having the insulin administered, it decreased her glycemia a lot and she almost died (as reported). As corrective treatment, the patient received three dessert spoons of honey. The event of glycemia decreased was considered as serious by the company due to medically significant reasons. The patient was using the reported device for about five years. Information regarding outcome of the event or laboratorial exams results was not provided. Therapy was continued. It was unknown who operated the device and if the person was trained. This model of device has been used since unknown period of time and the reported device since 2013. The return status of the device was not expected, since there was no product complaint for it. It was unknown if patient continued to use the reported device. No assessment of relatedness was provided. Edit 09oct2018: upon review, the status of returned of the reported device was corrected from not provided to not expected. Edit 09oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 11oct2018: additional information received on 10oct2018 from the initial reporting consumer. Changed action taken of suspect drug from unknown to no change. Updated narrative and correspondent fields accordingly.